Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient's therapy had stopped due to power on reset (por). It was noted the patient was charging the implantable neurostimulator (ins) when they saw the por. It was noted the por was not related to an overdischarge event. It was noted that the patient charged every day. The patient thought they saw a warning por before they called. Patient services reviewed that the patient would not see a warning por unless they had seen 7 informational pors first. It was later noted that an information por was seen. It was noted there were no trauma or falls reported that could have been related to the issue. The patient had not had an recent medical tests or electromagnetic interference (emi) environmental exposure. Patient services walked the patient through how to clear an informational por and it was noted that clearing the por was successful. Therapy was turned back on and was adequate. It was further reported that the patient programmer (pp) had a non-functional button. No out of box failure was reported. No patient symptoms were reported regarding this event. The pp on/off key was not working to turn the pp off. The on/off button was intermittent or very slow to turn on or off. The patient's wife called back to patient services to ask what the causes of por were again and reported that the patient was at physical therapy and it was next to the room/building where they do mris. It was later reported that the patient received the replacement pp and it worked beautifully.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.